Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected insulin flow blocked alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 500 mg/dl, 548 mg/dl at the time of incident and current blood glucose was 600 mg/dl and 596 mg/dl. Customer was treated with insulin pump for the high blood glucose level. Customer did not report any symptoms related to high blood glucose level. Customer reported they received no delivery alarm. The customer was assisted with troubleshooting for no delivery alarm and did not receive insulin flow block alarm. Customer declined troubleshooting for high blood glucose. The device will be returned device for analysis.